Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer performed the functional test on the ventilator and was able operate the unit for 2 days but the "vent inop¿ alarm message reoccurred. Upon review of the event logs, the customer found "vent inop", "motor fault" and "5v supply too low". The customer did not report any information regarding patient involvement, it is currently unknown.